Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: product investigation was completed. It was visually observed that the screw has sheared off just below the first and second threads of the shaft. The broken shaft/distal tip was not returned. The material surface at the fracture site appears homogeneous with no voids or abnormalities when viewed under 10x magnification. The returned implant was tested with the returned screwdriver shaft and the complaint condition could not be replicated as the devices were able to be disassembled without issues. The received condition does agree with the complaint description for broken and is confirmed. It is unconfirmed for unable to disassemble. The cause of the issue could not be determined to be use error, misuse/abuse, noncompliance, postoperative trauma. Dimensional inspection was performed and met the specification. Relevant drawings were reviewed. No design or manufacturing defect or deficiency was observed during the investigation. While no definitive root cause could be determined it is possible that the device excessive force during insertion or removal resulting in the breakage. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is synthes employee. 510k: this report is for one (1) unknown cortex screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Without a lot number the device history records review could not be completed. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one (1) unknown broken cortex screw was noted to be stuck to a screwdriver shaft. It is unknown if there was patient and procedure involvement. This report is for one (1) unknown cortex screw. This is report 2 of 2 for complaint (B)(4).